Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown white powder was observed to be buried on the top and bottom of the filter of a polyflux 140h. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to d10, h3, h6 and h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation, however a picture and a video was visually inspection by naked eye and the product was unpacked and without the blood protection caps. White deposits on the header cap was visible. The reported condition was verified. A material analysis was not possible because the particulate matter could not be detached from the surfaces and was too small to perform an analysis. Therefore the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.